Event description:
It was reported that during a da vinci-assisted surgical procedure, the horizon small clip applier instrument had an unintended movement due to a loose cable. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the high-resolution stereo viewer attempting to manipulate the instruments. The instrument issue was not the inability to move the instrument. The instrument did not scale appropriately and moved greater than intended. The customer removed the instrument immediately. The issue occurred while the surgeon was attempting to apply a clip onto a vessel. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
While a definitive root cause cannot be established since the product was not returned for failure analysis, the probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.